Event description:
My wife was a victim of the court order of (B)(6) for the syncromed ii pump. She suffered for six months before the faulty pump was replaced. On several occasions I contacted medtronic to discuss the problems as well as several visits to the doctor. It was their (medtronic) contention the over medication (by 30%) was due to positional issues. That was ruled out after we documented the changes in position and movements of (B)(4). Finally after the six months of hell she received a new pump and she was "back to normal" within hours. The diagnosis was pump failure. Her ms is under control with the pump - when it works. The one implanted in 2006 to 2014 worked beautifully, the battery of the 2006 pump was at an end of life and therefore needed to be replaced. That should have been an easy surgery which it was, however the results were not. I as the primary caregiver noticed the changes and immediately discussed it with the primary physician. We did all that we could to see that linda was comfortable and taken care of without success. Her mental state was diminished, because the drug works on the nerves in bladder making issues worse - resulting in changes of the undergarments 5-7 times a day rather that the 2-4 which occurred in the months and years previous. After the "new" pump was implanted and was working, her changes were dramatic, both in mental state and other neurological matters. She is nearly the same as a year ago, because ms is a degenerative disease we expect changes, however the adverse changes as a result of the defective pump are unacceptable. At the very least medtronic needs to be held accountable for the charging of the pump ((B)(6)) and the hosp charges nearly (B)(6). All of which were paid by (B)(6) and (B)(6). And if we can be compensated for the lost of 6 months, of her life, loss of the winter vacation and the simple act of going to dinner because to the performance of the pump. As you can tell I am very unhappy, upset, added to that in discussions with attorneys discovering that a malpractice suit is not practical or possible, some how medtronics should be held responsible for the loss of the useful and productive time of a person who is already in a disabled position. I guess, sarcastically, it would have been she and I would have been better off in the legal world if she had died! Thankfully she did not and our lives will continue on, changed-different, but non the less she is still with me after (B)(6) of marriage. Thank you for understanding, listening, and allowing me to tell you about my plight: (B)(6).